Manufacturer narrative:
This report is submitted on may 02, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in the decision to explant. The device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 30, 2019. - attachment: [141123 - device analysis report reg.pdf].